Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012229260); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012229264); product type: 0195-heart valves; product ID: evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; product ID: d-evolutfx-2329 (lot: 0012229260); product type: 0195-heart valves; product ID d-evolutfx-2329 (0012229260); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had extremely tortuous anatomy and the valve was initially able to be deployed with great results. Upon remove of the delivery catheter system (dcs), the nose cone dislodged the valve. A snare was used to help with the introduction of a second valve, however the second dcs was unable to advance through the already implanted valve. The non-medtronic guidewire was exchanged to another non-medtronic guidewire and a third valve was used and the third dcs was still unable to cross the first valve. It was decided to implant a non-medtronic valve as the patient developed aortic regurgitation. The non-medtronic valve was implanted successfully. Upon final fluoroscopic check, the non-medtronic valve was working well however the implanted medtronic valve was spinning and bouncing around in the ascending aorta. A call was made to more experienced transcatheter aortic valve implantation (tavi) representatives and it was decided to end the procedure and wait for assessment to see what size stent should be ordered and implanted in order to anchor the medtronic valve. The patient was stable at the end of the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the aortic regurgitation was classified as central regurgitation, however the severity was not measured. No additional treatment for the dislodged valve (j030144) was performed. It was noted that after discussion and consultation, the team elected to leave the valve as is and observe. A repeat fluoroscopy was performed four days following the valve implant procedure indicating that the valve had stopped "spinning". Of note, the cuspal overlap technique was used to implant the initial valve and slow deployment was followed. It was not clear if the nosecone of the dcs was centered within the valve prior to withdrawal. It also was confirmed that the dcs was twisted during deployment, however, according to the physicians, the exact cause of the dislodgement is not clear as it all happened very fast.

Manufacturer narrative:
Image review: computed tomography (CT) imaging provided from (B)(6) 2024. Previously implanted surgical aortic valve (sav) appears to be an edwards magna ease. Sav size appears to be 23mm based on CT annulus measurements. Radiopaque sutures seen near sav. The sav annulus perimeter is 65.9mm with a perimeter derived of 21.0mm suggesting a 26mm evolut per sizing matrix. Severe tortuosity noted in aortic arch and descending thoracic ao. Bulge with calcified dissection seen in aortic arch. Aortic root angle is approximately 35°. Intra procedural fluoroscopic images were provided for review. There is evidence that a long external sheath was used to possibly navigate the tortuous anatomy. The valve was deployed after the first deployment attempt, and depth appeared to be positioned approximately 3-4mm below the radiopaque stent frame of the surgical valve in the cusp overlap view. The valve appeared to be well positioned immediately post release. During removal of the delivery catheter system, the nose cone interacted with one of the paddles dislodging the valve into the ascending aorta. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Subsequently, the dislodged valve was snared and a second evolut valve was attempted to be implanted; however, the delivery catheter system failed to be advanced past the dislodged valve. Further attempts to advance the second evolut valve were aborted, and a non-medtronic valve was successfully implanted. After the snare was released from the dislodged valve, the evolut appeared to be ¿spinning¿ in the ascending aorta. There is no evidence that further intervention was performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.